Event description:
It was reported to philips that the system failed to start up, it was stuck at 0:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A remote service engineer (rse) identified that the system and confirmed that system failed to start up. Upon troubleshooting rse determined that the customer had mistakenly shut down the system by confusing the screen saver with the actual device display. The issue was identified as a temporary application error. To resolve the issue, rse instructed the customer to perform a shutdown by resetting the breaker in the machine room. After the system was restarted, the system was returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. This scenario includes that the system is restarted by resetting the breaker. Since the issue happened as customer had mistakenly shut down the system by confusing the screen saver. As it is a temporary application error by user, and it not caused by the philips device. This event would not be reportable. The codes were updated based on the investigation outcome.